Event description:
It was reported that the patient had a trial for a pain pump on (B)(6) 2015 and since the trial the patient had a headache and nerve spasms from neck down to torso. The patient had an external pump with catheter. The patient was at the healthcare provider's (hcp) office. The patient had such a severe headache since they removed the catheter. The patient had severe spasms and pain from the neck down all the way down patient's torso. It was thought when catheter was removed it "hit a nerve or something." The headache started out pretty severe and had not let up. The hcp was notified but had not called the patient back. It was unknown what the pump was infusing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
(B)(4).